Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased escape button dome switch. No unlocked lcd keypad connector noted. The insulin pump powered up properly after battery installation and no blank display was noted. The insulin pump had normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test, a13, a17, a21 alarms during our testing. No audio or beep anomaly noted. The insulin pump passed self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 415 mg/dl. The customer was treated for high blood glucose with syringe. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 415 mg/dl. The customer stated that buttons are not responding. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had blank display, constant tone and several alarms. Customer advised to monitor pump. The customer is being replaced due to keypad anomaly.